Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17533.

Event description:
Philips received a complaint from a manufacturers product support engineer (pse) reporting a misalignment in the touch position on v60 ventilator. This issue was identified during periodic maintenance (pm) servicing; the device was not in clinical use. There was no harm. The pse evaluated the device and reported the issue was not resolved with a touchscreen calibration. Therefore, the touchscreen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.